Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2018 and suture was used. At the end of the surgery, at the time that the suture began, there was the needle pull off. Needle was retrieved from the patient. There was no adverse event to the patient. No further information will be provided.